Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they went through multiple month process of using the aligner that did not fix their teeth at all. They had a discussion with a dentist and received a letter from them that they provided to byte stating they are not fit to continue the aligner treatment and should not continue. They had gone through the byte process twice and it did not fix their teeth. In the letter the dentist states that the patient had prior significant facial trauma which resulted in fractures to their central incisors. This required root canal therapy and restorative dental treatment at the time. These restorations are now failing. They are also have four impacted third molars. The aligner treatment should have not been initiated. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.